Event description:
Patient reported an unknown side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4, g.4, h.4, h.6. Patient provided serial numbers as left (B)(6) and right (B)(6). Affected device serial is unknown. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿rupture¿.

Event description:
Patient reported an unknown side rupture. Device remains implanted.